Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer had a lot of gas that they couldn¿t control since (B)(6) 2016 and this was not something they had prior to implant. The patient was taking medications so it could have something to do with that. Her urologist put her on over-the-counter medication which seemed to be working. The patient was implanted for both urinary and fecal issues. She was still leaking urine since implant. Therapy was noted to be on and was on program 1 at 3.1 volts. The patient was working on finding the right setting for their therapy but found it difficult because they also took a lot of over-the-counter medication. The patient's stomach physician recommended they cut back on their stool medication and the patient noted they had stomach pain and diarrhea yesterday from a salad they ate or related to something else. The patient was waiting for a call back from their stomach physician. The patient increased stimulation to 3.2v. The patient was on 3.2v and increased to 3.4v on (B)(6) 2016. The patient was not sure if they spoke with the manufacturer representative or not. They also mentioned that they felt a pinching below the wires in their back yesterday and the day before yesterday. The consumer further reported that the patient experienced a loss or change of therapy. The patient still had symptoms since implant and wanted to know how to increase stimulation. The patient had slowly been increasing and the patient increased from 3.4v to 3.5v. The patient was barely making it to the bathroom. The patient had a return of fecal incontinence symptoms on (B)(6) 2016. The patient didn¿t know if they caught a bug or what and didn¿t know if this was related to their stimulation or not. The patient had several accidents over the past few days. The health care provider (hcp) told the patient to stop eating milk and cheese. The patient didn¿t feel stimulation and the therapy was on. The patient just went on a trip and wondered if the screening device affected it. The patient changed from program 1 at 3.5v to program 2 at 4.8v and felt the flutter in their bike seat region. The situation was not resolved. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reiterated that they are having issues with diarrhea and gas, including gurgling in the stomach, since implant on (B)(6) 2016. The patient indicated that they are on program 2 and changed to 4.8v a couple of weeks prior to date notified, and that it helped but they had a recent instance of diarrhea again on (B)(6) 2016. The patient takes prescription medications and monitors their diet noting that they do not eat sugar, fats, and salt, and they are monitoring salt for high blood pressure. On (B)(6) 2016 the patient stated that they "have so much gas" and woke up with so much pain in their stomach the other day and their stomach does not feel good. The patient is going to follow up with their healthcare provider (hcp).

Event description:
Additional information received as patient had a wave of fatigue, headaches, lightheaded, their wires bulge out and was now constipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.